Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed. Product met specifications prior to shipment and following all subsequent service activity.

Event description:
Patient reported swelling and redness in left underarm approximately 2 weeks after treatment. Suspected infection as slight drainage developed. Oral antibiotics were prescribed and issue completely resolved.